Event description:
It was reported that during inspection was found that the r3 straight shell impactor has been beaten flat and the slap mallet won't screw into the top. There was no case involved.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirms the impactor has damaged threads causing the stated failure. Also the strike plate end of the device has multiple burrs and deep gouges in the metal. This device exhibit signs of significant wear/ usage. This device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.